Event description:
It was reported problems started immediately after implant of the dbs system on (B) (6) 2009. Symptoms got worse from (B) (6) 2009 when the pt noted her battery remained full and it was not possible to recharge the battery anymore. On (B) (6) 2009, the pt was admitted for 5 days for anxiety disorders. At that time the pt had experienced a high level of anxiety (continous state of panic), an increase of obsession (particularly worry about the future), increase in convulsions (seeking reassurance), and worsening of mood. The device was checked and appeared to be off. The system was turned on. Immediately the pt experienced a "splitting headache." Within 1 hour the situation worsened. The pt became very static (static electricity). When the pt was near metal, electric sparks came out of her body. In this hour the pt experienced feeling like she would faint and would die. The state of panic increased and her mood became desperate. The stimulation was changed from 5 volts to 3 volts. Immediately the somatic symptoms (headache, static charge, and feeling of fainting/dying) decreased. The pt's anxiety level also decreased but remained high. During the following days the voltage and pulse width setting was increased and decreased in little steps. With higher voltage and pulse width the headache would start again. There was no effect on anxiety, mood, and ocd symptoms. With lower voltage and pulse width there were no side effects and there were no effects on anxiety, mood, and ocd symptoms. Because the situation was unbearable, on (B) (6) 2009, the rechargeable dbs system was switched for bilateral dbs devices. Immediately the symptoms decreased and within 3 weeks the symptoms were on the same level as before implant.

Manufacturer narrative:
(B) (4): the device was returned to the manufacturer for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.